Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 425 mg/dl. The customer's mother stated that they changed the site and treated the blood glucose with bolus. The customer's mother stated that there was blood at site. The customer's mother was advised to monitor the issue of blood at site. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.